Event description:
A report was received that the patient¿s lead displayed high impedances. The patient underwent a lead revision and the physician replaced the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50, serial/lot # (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient¿s lead displayed high impedances. The patient underwent a lead revision and the physician replaced the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint has been confirmed regarding lead s/n (B)(4). Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. A review of the manufacturing documentation for the sc-2218-50, s/n (B)(4), revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.